Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for low blood glucose. Customer's blood glucose was 45 mg/dl. Customer reported that sensor glucose was 108 and blood glucose was 45 mg/dl and 208 mg/dl. Customer decline troubleshoot for low blood glucose. Customer reported that he is been gardening. Customer did take some glucose and then layed down. The insulin pump will not be returned for analysis.